Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Customer reported that an o-ring was found on the pneumatic tap resulting in the cartridge not fitting properly on the pump. Reportedly, customer removed the o-ring and successfully loaded the cartridge. Blood glucose was 163 mg/dl.